Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 252.86°f. The likely cause of failure could not be determined. There is no evidence that any other failures during analysis were found that may have contributed to this event. It was also noted that the device has abnormal noise and insufficient rotation count. Device history record #(B)(4) was reviewed and did not reflect any conditions related to the current, reported malfunction. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return and due to return in less than 90 days from purchase or repair. On follow-up, it was confirmed that there was no patient or staff impact.